Manufacturer narrative:
Incorrected battery serial number was reported in initial report. Log file analysis: log file analysis revealed multiple controller power-up and corresponding motor start events. These events are indicative of double power disconnects followed by reconnection of the controller to external power. A controller power-up occurred on (B)(6) 2015 at 13:38:58. Prior to this event, the controller was connected to bat118879 and bat118794, which were at 92% and 35% charge, respectively. A second controller power-up occurred on (B)(6) 2015 at 01:59:55. Prior to this event, the controller was connected to bat118879 and bat117293, which were at 89% and 23% charge, respectively. A third controller power-up occurred on (B)(6) 2015 at 00:14:34. Prior to this event, the controller was connected to bat118794 and bat118879, which were at 26% and 96% charge, respectively. Log file analysis also revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Review of bat118879's manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of three separate double power disconnect alarms involving the returned controller and battery, con097342 and bat118879, was confirmed. Analysis of con097342 revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of bat118879 revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a high max error, indicative of a unit that is out of calibration. In addition, testing revealed a noisy communication line within the battery, most likely due to an intermittent connection within the cable assembly. The most likely root cause of the reported loss of power to the controller can be attributed to double power disconnects. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient noted three separate alarms on the controller indicating a double power disconnect. Two of the three times the patient was sitting still and not the touching equipment. The patient came to clinic for evaluation. There was no damage seen to the controller or battery. The controller and battery were exchanged with no effect on the patient. Investigation is ongoing.